Manufacturer narrative:
Tetsuro ohba, shigeto ebata, devin clinton, kenske koyama, hirotaka haro, 2012. Instability of treated vertebrae after balloon kyphoplasty causing paraparesis in osteoporotic vertebral compression fracture: a report of two cases. Eur spine j (online). (B)(4). Date of event is unknown. (B)(4) - (numbness), (B)(4) - (weakness), (B)(4) - (no code available for "symmetrical hyporeflexia"), (B)(4) - (no known device problem).

Event description:
It was reported that a patient with osteoporotic vertebral compression fracture (ovcf) was treated with balloon kyphoplasty (bkp). The patient reportedly fell from a cultivator and experienced persistent severe back pain for 3 months prior to being seen. The patient demonstrated a normal neurological exam, but was unable to ambulate secondary to pain. MRI demonstrated a collapsed l1 vertebrae, and t1 and t2-weighted sequences showed edema and an intervertebral cleft in the central area of the fractured vertebral body. According to the report, the patient was classified as having an "incomplete osteoporotic burst fracture". Bkp was performed with about 4.0 ml of pmma cement injected into the collapsed vertebra. According to the report, the patient's back pain significantly improved postoperatively and was able to walk without a cane 2 weeks after the bkp. The patient then began to develop progressive bilateral lower-extremity weakness approximately 1 month post-bkp. Neurological examination revealed weakness in both thighs and legs, numbness on the anterior thighs, and symmetrical hyporeflexia. Radiograph revealed that the cement was still contained within the vertebral body, however, lateral spine flexion-extension radiographs demonstrated instability, with discontinuity between the pmma and the endplate of the treated vertebrae. Per the report, this was found to be a fracture between the endplate and the pmma (with surrounding spondylosis) which biomechanically created a two column fracture through the level, then treated with bkp and resulted in instability. Surgical intervention was performed by instrumented fusion from t10 to l2 without decompression. Four weeks post-operatively, the patient was able to walk with a t-cane. No further information was reported.